Manufacturer narrative:
A wallflex biliary rx uncovered stent system was received for analysis. A deployed stent and a stent delivery system were received. A visual and microscopic examination found no issue with the profile of the stent. The investigator noted during the product analysis that it was possible to advance and retract the inner without restriction. A visual examination found that the clear outer sheath was kinked 10mm distal to the reconstrainment band. It was also noted that the inner shaft was kinked at this position. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The reported complaint was unable to be confirmed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. The device history record (DHR) was reviewed confirming that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. There was no evidence that the device was used in a manner inconsistent with the labelled indications.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and metal stent placement procedure performed on (B)(6) 2015. According to the complainant, the stent was to be implanted to treat a malignant bile duct stricture. Reportedly, the lesion had not been dilated prior to stent placement. During the procedure, the physician deployed the stent about 1.5cm and then attempted to reconstrain the stent to adjust its position. However, the stent could not be reconstrained, so the physician attempted to deploy the stent further and reconstrain it but a popping sound was heard. The stent could not be reconstrained and was removed from the patient partially deployed. The procedure was completed with a different stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and metal stent placement procedure performed on (B)(6) 2015. According to the complainant, the stent was to be implanted to treat a malignant bile duct stricture. Reportedly, the lesion had not been dilated prior to stent placement. During the procedure, the physician deployed the stent about 1.5cm and then attempted to reconstrain the stent to adjust its position. However, the stent could not be reconstrained, so the physician attempted to deploy the stent further and reconstrain it but a popping sound was heard. The stent could not be reconstrained and was removed from the patient partially deployed. The procedure was completed with a different stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.